Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom it was reported that patient faced four infusion set cannula fell off events on (B)(6) 2024 each. Events occurred between couple of hours to one day of use. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-04517- device 3 of 4 e1: patient country: united kingdom